Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm size and vessel morphology are unknown. A recent CT scan showed migration of the stent graft with a type I endoleak. It was reported that urgent intervention to avoid acute enlargement and rupture of the aneurysm was required, however, the pt is a high-risk pt because of cirrhosis of the liver and was not considered a surgical candidate. The physicians decided that the optimal treatment would be endovascular repair. It was reported that the diameter of the aneurysm neck precluded the use of an aneurx extender cuff; therefore, a talent extension cuff was the pt's only option. Due to the concern for acute rupture, the pt was treated in accordance with the emergency use regulations (ide #g970065). It was reported that the talent cuff was implanted in 2002 without difficulty. Post-procedure angiogram revealed a continued type I endoleak, however, the physician did not feel that there was enough aneurysm neck length to place another stent graft. The pt tolerated the procedure well and was discharged on post-operative day four in stable condition. No add'l clinical sequalae have been reported.